Event description:
As reported via legal documentation the patient had a right hip replacement on (B)(6) 2014 due to severe osteoarthritis. Approximately 8 years and 2 months after the initial procedure the patient had a right hip revision on (B)(6) 2022. Revision op report noted that the acetabular component was partially loose, positioned in 50 degrees of abduction and 5 to 10 degrees of anteversion, there was evidence of wear of the poly liner. There was bone loss in the acetabulum paprosky iia with osteolysis in the ilium and pubic bone. The patient was transferred o the recovery room in stable condition after reversal of anesthesia. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
As a result of additional information received, the following fields have been updated: a2, a3, b5, d1, d4, d10, g4, h4, h6, h7, and h9. Added information to e4. D10. Concomitants: 120-65-20 - bone screw 6.5mm dia x 20mm long 3644085 120-65-20 - bone screw 6.5mm dia x 20mm long 3657131 142-36-00 - cocr fem head 36mm +0 offset 12/14 3648149 164-03-13 - element-stem, collared w/ha, std offset, sz 13 3560446 186-01-54 - integrip cc, cluster 54mm, g2 3622785.

Event description:
As reported via legal documentation the patient had a right hip replacement on (B)(6) 2014. Approximately 8 years and 2 months after the initial procedure the patient had a right hip revision on (B)(6) 2022. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. The patient has filed a short-form complaint in a coordinated action in alachua county with master case no. (B)(4). The consolidated long form complaint that applies to cases filed in this coordinated action alleges that patients filing suits in this coordinated action were required ¿to undergo revision surgeries due to severe, pain, swelling, and instability¿ due to ¿wear of the polyethylene components and resulting component loosening and/or other failure failures causing serious complications including tissue damage, osteolysis, permanent bone loss, and other injuries.¿ because the patient has filed a short-form complaint in this coordinated action, the patient appears to allege that the patient was injured as a result of wear of an exactech polyethylene device.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The most likely underlying cause for the revision reported is a combination of risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed from the reported information and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.